Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link microbore catheter extension sets were leaking. It was further reported that the extension set leaks around the proximal end; it becomes loose but "does not pull out especially after a couple of days". This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) used actual and two (2) unopened companion samples were received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed on all three (3) samples which included clear passage and pressure tests with no issues noted. The reported condition was not verified in any of the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.